Manufacturer narrative:
The pump was unable to prime during prime compromised force sensor system test due to cracked end cap. The pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery tests due to cracked end cap. The pump was received with missing segments due to cracked lcd zebra connector. The pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked reservoir tube and minor scratched lcd window.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states a piece of the pump fell off. The mother also mentioned past events were paramedics were called to treat the customer's lows. The mother states they had not been previously reported. The customer's blood glucose level at the time of paramedic call was 43mg/dl. The mother states the customer treated with glucose tablets. The customer's blood glucose level at the time of incident was 43mg/dl. The customer states the damage is located at the end of the reservoir compartment and is taped. The customer was advised the pump would have to be replaced and returned for analysis.